Manufacturer narrative:
Potential lot number dr16k10033. A photographic sample was received for evaluation. A batch review was conducted for the potential lot number and there were no deviations found related to this reported condition during the manufacture of this lot. The photograph received was of what appeared to the tubing and the possible location point of the reported leak. The sample that appeared in the photo was nonconforming, but the reported condition could neither be verified nor refuted based on the photograph received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol set leaked. The set was successfully primed; however, after patient connection the nurse noticed a hole in the tubing (piece was missing) which caused a leak to occur. The event was discovered during patient infusion in the emergency department. There was no patient injury or medical intervention associated with this event. No additional information is available.